Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son and reported a high blood glucose (bg) event. The reporter also alleged that the pump possibly had an insulin delivery issue. The reporter indicated that on (B)(6) 2012, the patient went to an emergency room (ER) and was diagnosed with dka. He reportedly had large ketones and was vomiting. The reporter mentioned that this was the third time since (B)(6) 2012, that the patient was in the hospital. The patient was treated with IV insulin and then injections. At an unspecified time during the time of concern, the patient was discharged after having improved bg levels while on the pump for a 24 hour time period. The following week, the reporter claimed that the patient's level were up and down. He also had slight ketones at times. During the contact with anm, the reporter denied that the patient had any site issues. She denied that the cannula was bent or that there was air in the tubing. The reporter claimed that they were counting carbs accurately. They were also giving boluses based on their own calculations. The reporter denied that the patient had any illnesses. However, she mentioned that the patient was going through recent growth spurts and puberty. Through troubleshooting, the anm representative involved in this contact noted that no issues were found with the pump. On (B)(6) 2012, the reporter contacted anm again and mentioned that a doctor informed her that the pump was not delivering insulin properly. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for dka. However, at this time, it is unknown if a pump issue, use-error, and/or diabetes management factors contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.